Event description:
The complainant had an impella 5.5 pump supporting a patient admitted in with cardiomyopathy. The pump was supporting when after approximately a month of support, the purge flow decreased prompted the team to troubleshoot with tissue plasminogen activator and to change from sodium bicarbonate to heparin in the purge. The pump remained on for support while awaiting a transplant. Approximately two weeks later, there was a purge leak at the pump driveline connection. The pump still remains on for support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of high purge pressure and purge leak ¿ pump has been completed. The cause of the high purge pressure was not determined since product was not returned, data logs or the days in question were not recovered. And lack of clinical information. The cause of the purge leak - pump was a leak from the sidearm but the exact location of the leak was unknown.